Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information provided by a nurse in the USA of break in line and peritonitis in a male patient (born in (B)(6)) coincident with dianeal pd2 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd2 ambuflex therapy (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Action taken with dianeal therapy was not reported. During a call with baxter customer services, the following was reported. On an unreported date, the patient had a break in line. On (B)(6) 2012, the patient was diagnosed with and hospitalized for peritonitis caused by break in line. Treatment rendered for the events was not reported. The patient was recovering from peritonitis. Outcome for break in line was not reported. Per the nurse, peritonitis was not related to dianeal therapy. An opinion of causality for break in line was not provided.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. A batch review could not be performed as the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. If additional information or samples become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review could not be performed as the lot number is unknown. The device used in this situation is unknown; therefore, a 510k number cannot be provided at this time. If additional information or samples become available, a follow up report will be submitted.